Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Background: it was reported that during a routine incoming inspection of a loaner set at (B)(6), md site on an unknown date, an dhs/dcs coupling screw was observed to be broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage visual inspection: the dhs®/dcs® coupling screw (p/n 338.31 lot h649136) was received at customer quality, and it was observed that the distal end of the device was broken off. The broken part was not returned. The complaint is confirmed. Device failure/ defect identified? Yes, the device is broken at the distal end. Dimensional inspection: conclusion: the measuring result does show conformity. Document/ specification review: the following drawing(s) was reviewed: no product design issues or discrepancies were observed during this investigation. A review of the manufacturing record evaluations was performed. A search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Comments. A review of the device history record. Device history lot manufactured by avalign technologies-nemcomed. Part 338.31. Synthes lot h649136. A DHR file from the time of manufacture could not be reviewed because it is not been scanned into tungsten yet. Jde confirmed that the lot was released for sale in april 2019. Device history batch null, device history review a search in mdd nonconformance module confirmed that no non-conformances occurred during manufacture. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a routine incoming inspection of a loaner set a dhs/dcs coupling screw was observed to be broken. There was no patient involvement. This report is for one (1) dhs/dcs coupling screw. This is report 1 of 1 for (B)(4).